Manufacturer narrative:
One single (B)(4) 1.2mm x 18¿guide wire returned. These are sold as a box of five and not intended for individual sale. The complaint stated: ¿it was reported that when screw fixation to femoral, the wire broke in patient. A broken piece was removed.¿ this is a surgical accessory instrument used to assist with arthroscopic procedures. These wires are intended to flex but not bend. The returned wire was snapped due to excess stress. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. No root cause related to the manufacture of this device was confirmed.

Event description:
It was reported that when screw fixation to femoral, the wire broke inside the patient. The broken piece was removed. No patient injury was reported, but the procedure was extended 2 hours.